Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.

Manufacturer narrative:
Date rec'd by MFR: 22nov2019. Failure investigation of retuned parts determined the following conclusion / root cause: the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.

Manufacturer narrative:
Date received by manufacturer: 23sep2019 .date of report: 25sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address and correct the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.